Event description:
Product analysis for the handheld was completed and approved on (B)(6) 2015. An analysis was performed on the returned handheld and during the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. No further anomalies associated with the handheld performance were identified during the analysis.

Event description:
It was reported on (B)(6) 2015 that the (B)(4) hand held computer was no longer working and a new programming system was requested from the physician. It was stated that the hand held would freeze upon interrogation. It was stated that troubleshooting was performed multiple times and the device is now frozen on the align screen phase of the reboot. The handheld has not been received to date.

Event description:
The patient who was interrogated with the device was able to be programmed with another backup system. The handheld was returned for analysis on 06/25/2015. Product analysis is currently underway for the handheld but has not been completed to date. MFR report# 1644487-2015-05037 captures a subsequent freezing upon interrogation issue.

Manufacturer narrative:
Serial #, corrected data, initial MDR inadvertently listed incorrect serial number for the suspect device.

Manufacturer narrative:
Describe event or problem, corrected data: initial report reported software error which is now housed in a new MFR report number.